Event description:
The patient called lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading was 197 mg/dl, repeated 187 mg/dl. On an accuchek meter the reading was 133 mg/dl, within 10 minutes (invalid comparison). The patient did not have symptoms of high or low blood glucose and did not seek medical attention. The customer care respresentative performed troubleshooting and the control solution test was not within range. The test was repeated and still not within range based on this event is classified as a malfunction. The test strips and control solution were replaced and return is expected.